Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. No moisture damage on the electronics, motor, battery tube, vibrator, keypad or reservoir compartment noted device received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were hospitalized in emergency room due to high blood glucose on (B)(6) 2020 with blood glucose level was 30.5 mmol/l. Customer experienced symptoms such as ketones, nauseous, muscle cramps, headaches. The customer was treated with intravenous line nothing was given. Customer presently on blood pressure medication that increases sodium levels. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that they did not used auto mode feature at time of high blood glucose event. The insulin pump will be returned for analysis.